Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two system malfunction alarms with multiple incorrect vacuum alarms. Visual inspection of internal and external components found no abnormalities. Driver passed all areas of functional testing for acceptance at incoming inspection. Additional testing included power cycling the driver five times. The system malfunction and incorrect vacuum alarms were replicated each power cycle. Historically these failures are due to the pressure sensor board. A known functional pressure sensor board was installed and the driver was left to run for 24-hours. The driver functioned as intended without issue or alarm with the replacement part. Failure investigation for this complaint confirmed the reported issue from alarm history data. The customer complaint was replicated during functional testing; the root cause of the reported system malfunction and incorrect vacuum alarms was determined to be a nonconforming pressure sensor board. Failure investigation identified no damage or other test failures that could have contributed to the event. No adverse impact to the patient was reported. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
C2 driver spontaneously alarmed system malfunction while supporting a patient. Vac had been at <13> and perfusionist dropped it to <8>; immediate vac incorrect as well as system malfunction alarm annunciated. Syncardia clinical affairs staff tried to reset the machine and was unable to clear the alarm. Patient was switched to backup c2 driver without any reported adverse impact.

Event description:
C2 driver spontaneously alarmed system malfunction while supporting a patient. Vac had been at <13> and perfusionist dropped it to <8>; immediate vac incorrect as well as system malfunction alarm annunciated. Syncardia clinical affairs staff tried to reset the machine and was unable to clear the alarm. Patient was switched to backup c2 driver without any reported adverse impact.